Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) was not returned to the manufacturer. No equipment deficiencies were alleged against the device. Evaluation method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation caused by the lifevest. The patient's wife reported that the patient had raw skin underneath his therapy electrodes (tes). The patient consulted his physician who decided to end use of the lifevest as a result of the irritation. Follow-up indicated that the patient had ended use of the lifevest, and that his skin irritation was improving.